Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope, due to wear of angle wire, bending section could not be controlled at all. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. G3 correction - correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was 26sept2024. H6 correction - component code and medical device problem code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and from the information obtained, the reported issues were confirmed. The event occurred due to breakage of optical microscope equipment plate (ge845000 cp-plate-90). However, the root cause could not be identified. Olympus will continue to monitor the field performance of this device.